Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device reached elective replacement indicator (eri) prior to implant. The message was cleared, and the device was able to be programmed normally. The device was implanted and remains in use. No patient complications have been reported as a result of this event.